Manufacturer narrative:
Batch review performed on 31 may 2021: lot 2009605: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.023 cocr ball head 12/14 ø 32 size l +3.5 (k072857) lot. 2006285. Batch review performed on 31 may 2021: lot 2006285: (B)(4) items manufactured and released on 22-sept-2020. Expiration date: 2025-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Hip dislocation 5 weeks after primary implantation. Poor quality of the radiographic image provided doesn't allow a proper clinical evaluation. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices.

Event description:
Revision surgery 1 month after primary for luxation of the head from liner (happened during rehab). Double mobility converter implanted successfully.